Event description:
It was reported that patient had a nevro scs(spinal cord stimulator) device implanted and about 3 years ago had an MRI(magnetic resonance imaging) and the ins(implantable neurostimulator) and their body temperature "got dangerously high". Caller stated they had the nevro device explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).